Event description:
It was reported that they were not able to adjust stimulation. There was a ¿call your doctor¿ icon. There was an out of regulation (oor) condition. It was noted that on the date of this report the patient¿s husband had attempted to change the amplitude and received the oor. A primary cell device was implanted in november. The patient was having trouble communicating and adjusting stimulation the week prior to this report. It was noted that the patient had seen the programming nurse on tuesday or thursday prior to the date of this report. The programming nurse had noted a message similar to program to 0 volts however after reprogramming that had resolved. Impedances had not changed. It was noted that some electrode combinations had measured ¿open¿ but were consistent with previous impedances and had not affected programmed configuration. Additional information received reported impedances were c-o = 895, c-1 = 615, c-2 = 3018, c-3 = 4365, 0-1 = 812, 0-2 = 3138 and 0-3 = 4365. Manufacturing representative was in operating room at the time of this call. It was unknown if the impedances were from implant or if they had been done on the date of this report. It was noted that they had switched out pocket adaptor and that had not changed anything. Lead/extension connection was being checked at the time of this report. On (B)(6) 2013 once the coiling had been placed behind the ins and everything had been put back in place the patient programmer no longer showed the oor message. It was noted that after moving the extension behind the ins the impedances had remained the same and the original contacts with high impedances, remained high. The patient was programmed using c+, 1-. On (B)(6), the lead was tested with twist lock and showed that the original high impedances remained. Extensions were changed out with new extensions and no pocket adaptor but impedances remained the same. Patient settings and impedances remained the same. Everything was fine with the other side. Manufacturing representative watched the patient¿s husband use the patient programmer to increase stimulation multiple times and they had not seen an oor message. The oor message had started on (B)(6) 2013. Patient was also getting a poor communication message. No power on reset (por) message was seen when checking the implantable neurostimulator using the clinician programmer. It was further noted that the patient did not make a lot of adjustments but the healthcare professional had decreased the amplitude due to going from kinetra to activa device and patient was titrating amplitude back up. Additional information received reported the pocket adaptor wires were coiled in front of the ins. Patient had gone to surgery on (B)(6) 2013, the wires from the pocket adaptor had moved and traveled to the front of the ins. Wires were placed behind the ins which corrected the problem. Patient outcome was that the patient was receiving therapy and the system was working.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead.